Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced an infection, and erosion of pacemaker system was noted outside of the body. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted and replaced with a temporary right ventricular screw in lead until future reimplantation. A leadless implantable pulse generator (ipg) was later implanted. No further patient complications have been reported as a result of this event.